Event description:
It was reported that during a lap chole procedure, the device would not open after firing. It is unk how the device was removed. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 05/27/2009. Info anticipated, but unavailable at this time.